Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. D4: batch # u5d32t. H6: component code: mechanical(g04). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60b reloads present. The reload (b) was received fully fired. The reload (c) was received unfired. The returned reloads can be forcibly installed into the channel, no functional test was performed as the reloads could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process.

Manufacturer narrative:
(B)(4); batch #: unk. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass surgery, it was very hard to load the cartridge into the jaw at the second firing on the stomach. The cartridge was loaded somehow with a clicking sound, but it fell off from the jaw in the patient. This cartridge was not used, and replaced with another one, but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.